Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received without a battery installed. There was no data to verify if customer manually programmed the 2.8 units at 11:00 am. The insulin pump was able to program multiple test boluses. All boluses delivered and were listed in the bolus history screen. No bolus anomaly or history anomaly was noted. The insulin pump passed the displacement, rewind and basic occlusion test. No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The occlusion test and excessive no delivery alarm test could not be performed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer experienced fluctuating blood glucose levels and that the insulin pump alarmed motor error. The blood glucose reading was 140 mg/dl in the morning at 3:00 am, then 305 mg/dl at 6:30 am. The customer had treated the high blood glucose reading of 305 mg/dl with a 10 unit bolus of insulin, and it lowered to 180 mg/dl over the course of 2.5 hours. He complained of nausea and difficulty concentrating. He also reported that the insulin pump had alarmed motor error twice on the day of the call and once prior. The alarmed occurred during a bolus procedure. Advised replacement of the insulin pump. Nothing further reported.